Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that foreign material was present in the distal end. Other observations for the device are: initial leakage and electrical safety tests were performed reporting: leakage in distal end rubber coating (a-rubber); shaved grip; air/water and suction cylinder discolored; switch box has a dent; charge couple device (ccd) lens scratched; forceps elevator l-arm corroded; distal end shaved; connecting tube has buckles; and distal end cover (c-cover) scratched. Light guide (lg) lens is discolored due to leakage found, which came from the arm-cover side and all liquid stains and infiltrations appear to be from this entry point. There was no visible glue peeling or gap in the lg lens adhesive only deterioration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the distal end of the device was clogged with foreign material hemospray. The issue was not observed during a patient procedure. There is no harm or contamination to any patient.

Manufacturer narrative:
This report is being supplemented to provide updated results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material around the distal end and inside of the light guide lens could not be specified and there were no reported deviations when reprocessing the device according to the instructions for use (IFU). The dirty light guide lens was likely due to water invasion from a leakage point, which led to corrosion at the internal parts of the lens; however, a definitive root cause of the foreign material on the distal end or light guide lens could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.